Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: call service 078 and 064 alarms were observed in the pump alarm history. During a 24 hour duration test, the pump alarmed to a low battery due to an unrelated failure. The alleged issue could not be fully investigated as a result of this failure.